Event description:
This complaint was identified following a literature search conducted by the company on 02/19/2015. The literature article was published in the journal of vascular interventional radiology (jvir) 2015. Authors: amy r. Deipolyi, md, phd, rhahmi oklu, md, phd, shehab al-ansari, mf, andrew x. Zhu, md, phd, lipika hgoyal, md, and suranu gangauli, md. Title: safety and efficacy of 70-150 um and 100-300 um drug-eluting bead transarterial chemoembolization for hepatocellular carcinoma. The patient's had liver lesions with five or more tumors, no differences in mean liver function test results obtained before the procedure, liver function tests were not different and there was no difference in bclc staging. Patients with unresectable hepatocellular carcinoma (hcc) were treated with two vials of 100-300 um debs (lc bead) loaded with 50 mg of doxorubicin each. All patients with unresectable hcc, treated at least once with trans-arterial chemoembolization were included and received lobar transarterial chemoembolization. Two 50 mg doxorubicin vials were constituted into the selected deb vials, this mixture was diluted with non-ionic contrast material and sterile water and slowly injected under fluoroscopic guidance into the targeted vessels until all debs were delivered or until near-stasis was achieved. Severe post-embolization syndromes such as fatigue, decreased appetite, and low grade fevers were reported along with gi bleeding, severe ascites, abdominal pain and encephalopathy. The reporter stated that in conclusion, transarterial chemoembolization using 70-150 um debs followed by 100-300 um debs (group 2) caused increased hepatobiliary adverse events compared with 100-300 um debs (group 1) alone but provided similar efficacy on one month follow-up imaging using mrecist.

Manufacturer narrative:
The investigation into this complaint was complete. The potential contributory factors were investigated and assessed as part of this complaint. Cholecystitis could be due to user error with regard to ectopic placement of beads. The potential root cause was identified as a procedural complication. Embolic ifus were reviewed; the product ifus state "potential complications" related to procedure.

Manufacturer narrative:
(B)(4). Lc bead with doxorubicin was reported to have been used in the treatment of this patient. Lc bead is indicated for the treatment of hypervascular tumors and avms. The use of lc bead with doxorubicin is considered off-label use. The literature article published adverse events in two groups of patients within the study. This medwatch relates to the first group (group 1) of patients. This medwatch report is linked to 3002124545-2015-00017 (group 2). The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: a paper was published that outlined "hepatobiliary events" having occured with deb-tace using lc beads while many events were complications of cirrhosis and may not be related, the events could be due to user error with regard to ectopic placement of beads. The events are therefore medically reportable.